Manufacturer narrative:
(B)(4). Date of initial report : 09/25/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device locked during the procedure. There was no excessive bleeding, damage, or injury to the patient. No further information has been provided by the site at this time.